Event description:
It was reported by a customer in vietnam that, an 840 ventilator graphic user interface (gui) liquid crystal display (lcd) upper screen displayed a green line. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The graphic user interface (gui) liquid crystal display (lcd) panel was replaced, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).